Event description:
It was reported that the surgeon complained about the battery charge for a 14.4v battery, which does not last long enough.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. No visual defect was detected. The battery passed the required electrical test successfully. The capacity reached was at 95%. We were unable to reproduce the reported problem. No product related condition was found.